Event description:
It was reported that when the devices, with reload cartridges, were used during a colon procedure, the devices would not cut and the reload cartridges would not staple. Another device was used to complete the case with no consequence to the patient.